Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton and confirmed the reported no image issue. The baton's hdmi connector showed excessive rust and corrosion which caused the image failure. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states: "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image blinked when the cable was moved. The biomed believed that the issue occurred because the baton's connector was worn and did not make a solid connection with the cable. A delay of an unknown duration occurred as a backup core unit was obtained. No harm to the patient or user was reported.